Manufacturer narrative:
According to the gore excluder aaa endoprosthesis instructions for use, potential adverse events that may occur and/or require intervention includes but is not limited to endoleak and aneurysm enlargement.

Event description:
Following was reported to gore. On (B)(6) 2017, a patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. Unknown date, a follow up imaging revealed the tendency of aneurysm enlargement and a distal type I endoleak on the right side was suspected. The cause of the endoleak is not known. On (B)(6) 2020, a reintervention was performed. An additional stent graft was placed, and coil embolization of the internal iliac artery was performed. The endoleak was resolved, and the procedure was completed. The patient tolerated the procedure.